Event description:
Patient went to doctor for routine root canal. During the procedure, using an orifice opener, the file separated intracanal. Dr. Was unable to retrieve the file. In august 2002, the patient was referred to an oral surgeon, who extracted the tooth due to tooth fracture.

Event description:
Patient went to the dr for routine root canal. During the procedure, using an orific opener, the file allegedly separated intracanal. The dr was unable to retrieve the file. On 08/2002, the pt was referred to an oral surgeon, who extracted the tooth due to tooth fracture.